Event description:
A site representative reported that while in a cranial biopsy procedure they were unable to re-calibrate suretrak. The suretrak was initially calibrated with a needle that had a hind and the surgeon deemed the calibration was no longer accurate and wanted to re-calibrate. When returning to 'verify instruments task' the suretrak still had the green 'accuracy verified' check mark. They were unable to start a new calibration; at that point the surgeon had already continued without the suretrak. The procedure was completed with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Patient weight was unavailable from the site, per site representative. Medtronic representative followed-up at the site, and reported that this behavior has not re-occurred. No parts or files have been received by the manufacturer for evaluation.